Event description:
On (B)(6) 2019, a surgeon email to an employee implied he has seen revisions where he can lift the tibial tray out of the cement mantle. No specific part, lot, incident, date, patient condition, location or any other information was provided. Requests for further information have yielded no results.